Manufacturer narrative:
Event summary: visual inspection of mapping catheter showed the catheter shaft was kinked and broken at the proximal end attachment with the ECG connector; no ECG signal wires were broken inside the shaft. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the mapping catheter failed the returned product inspection due to a kinked and broken shaft at ECG connector attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.